Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a recurring failed battery test that led to blank display. Blood glucose level at the time of the incident was 18.4 mmol/l which was treated with insulin pen. During troubleshooting, the customer was unable to get the display to return. The insulin pump will not be returned for analysis.